Event description:
According to the reporter, during laparoscopic procedure, two reloads were not able to fire.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.